Event description:
It was reported maxplus positive pressure connector had occlusion issues. The following information was provided by the initial reporter, translated from chinese: "when the patient was connected to the needleless connector for infusion, the inspection found that the liquid was not unblock after the needleless connector was connected, and the liquid was unobstructed after the needleless connector was removed."

Manufacturer narrative:
H6: investigation summary a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20076477. Further information provided by the customer indicates that the occlusion was identified whilst connected to a jiangxi hongda infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported maxplus positive pressure connector had occlusion issues. The following information was provided by the initial reporter, translated from (B)(6): "when the patient was connected to the needleless connector for infusion, the inspection found that the liquid was not unblock after the needleless connector was connected, and the liquid was unobstructed after the needleless connector was removed."